Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a inflation device issue occurred. The 99% stenosed target lesion was located in the moderately tortuous antebrachial shunt. A leveen inflation device was connected to a symmetry balloon catheter and inflated. However; the pressure gauge did not move. The device was exchanged and the procedure was completed with an encore inflation device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the symmetry balloon did not inflate during the inflation attempt with the leveen inflation device. However, the symmetry balloon did inflate with the encore inflation device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).